Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture detected via CT scan. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b5, d6b, h6.

Event description:
Healthcare professional later confirmed that rupture is for contralateral side and the report was made in error for the right side and that the device was found to be intact during explant surgery.